Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The navigation system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the physician felt about 5 mm inaccuracy when he was navigating. Multiple instruments were tested. The surgeon indicated when he was touching known landmarks with all of the instruments, the navigation system showed him hovering over the area by about 5 mm. The procedure was continued with the use of another navigation system. There was no impact to the patient outcome and less than an hour delay due to the reported issue.